Manufacturer narrative:
The device was in good working order after the case and was not returned for evaluation. The event that was reported can occur if the reducer is not properly seated on the screw head. When the device is not seated the user will feel resistance at which time the handle should be released and the device re-set onto the screw head. If the user does not re-seat the device, but instead forces the handles together it can result in the device becoming jammed on the implant.

Event description:
It was reported that a surgeon was attempting to reduce a spinal rod with a rod reduction device. The instrument became jammed on the screw head and would not release. This resulted in a delay to the case. The surgeon was eventually able to free the device. The screw was not damaged and was kept in place and locked with the rod. There was no adverse patient consequence. As the delay to the case was in excess of 30-min an MDR is being filed to document this event.